Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-29}; product serial number (B)(6). Implant date {(B)(6) 2024}; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Event description medtronic received information that following the implant of this transcatheter bioprosthetic a severe hemorrhage at the right femoral access site was noted. Bleeding persisted despite the use of 1 perclose and manual pressure. Subsequently, the hemorrhage was stopped surgically. Approximately two and a half months later, the patient developed a fever of an unknown cause and was hospitalized for unspecified ¿detailed examination and treatment¿. Per the physician, the valve and procedure were unrelated to the fever. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Event description medtronic received information that following the implant of this transcatheter bioprosthetic a severe hemorrhage at the right femoral access site was noted. Bleeding persisted despite the use of 1 perclose and manual pressure. Subsequently, thehemorrhage was stopped surgically. Approximately two and a half months later, the patient developed a fever of an unknown cause and was hospitalized for unspecified ¿detailed examination and treatment¿. Per the physician, the valve and procedure were unrelated tothe fever. No additional adverse patient effects were reported. Additional information was received that per the physician, the delivery catheter system and the patient's "slightly meandering" anatomy could have contributed to the injury. Additional information was received to report the patient developed septicemia sepsis and subsequently died three and a half months after the valve implant. The cause of the septicemia, sepsis, and death were unknown; however, the physician indicated neither the valve nor the valve implant procedure were contributing factors. The cause of death was sepsis infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Event description medtronic received information that following the implant of this transcatheter bioprosthetic a severe hemorrhage at the right femoral access site was noted. Bleeding persisted despite the use of 1 perclose and manual pressure. Subsequently, thehemorrhage was stopped surgically. Approximately two and a half months later, the patient developed a fever of an unknown cause and was hospitalized for unspecified ¿detailed examination and treatment¿. Per the physician, the valve and procedure were unrelated tothe fever. No additional adverse patient effects were reported. Additional information was received that per the physician, the delivery catheter system and the patient's "slightly meandering" anatomy could have contributed to the injury.